Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon leak occurred. The instent restenosis of another manufacturer's stent was located in the non-calcified and non-tortuous left anterior descending artery. The physician treated the lesion using rotational atherectomy. Next, the 20mm x 3.5mm quantum maverick balloon catheter was advanced across the lesion. As the physician inflated the balloon 4 to 5 times to at least 16 atms per inflation an accumulation of contrast in the vessel distal to the maverick was noted and a leak in the balloon was thought to have occurred. The balloon was inflated outside of the patient, however, a balloon leak could not be detected. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra meter powers off during use. The patient mentioned that she first noticed the alleged issue at 4:00pm on (B)(6) 2010. She did not exhibit any symptoms due to the alleged issue. She went and visited her physician at 4:30pm that day and obtained a 499 mg/dl on the physician's meter and was treated with insulin. While troubleshooting it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The patient denied this was the first time the product was being use and denied any misuse of the product. Issue was not resolved via troubleshooting and the meter and test strips were replaced. The complaint is being reported since the patient alleged that due to the meter not working, she went and visited her physician and was treated with insulin for a blood glucose result of 499 mg/dl.